Event description:
Unit was alarming on power up "41-0004 upstream pressure sensor". No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it was not provided. This complaint was registered by nsh canada from a service report submitted by the customer. The device was not returned to brézins for investigation as its repairs were carried out locally. During repairs, the pump was connected to partner software but still alarmed on power up. To solve this issue, the defective upstream pressure sensor was replaced. The pump was reassembled and tested okay, ran calibration procedure and performed full tests. The replaced part was not returned to brézins for further investigation after several requests. Due to the lack of information and with no other evidence to confirm the origin of the defect, the investigation could not be performed and no root cause can be identified. A CAPA was opened for defective pressure sensor but as this event is not confirmed it cannot be directly linked to it. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.